Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that the trigger buttons fell off the small battery drive device, and the physician stated that he felt the revolutions on the drill appeared to be constrained. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no human patient involvement as this device is intended for veterinary use only. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had fell apart ¿ unattached, the top trigger had fallen off, had corrosion/rusting/pitting, and foreign substance/debris from cleaning/sterilization. It was further determined that the device failed pretest for general condition, check for sticky triggers, check forward/reverse mode function, check oscillation mode function, and check oscillation angle. It was noted that the device failed these assessments because the top trigger had fallen off. Therefore, the reported condition that the trigger buttons fell off the device was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. The reported condition that the revolutions on the drill appeared to be constrained was not confirmed.